Event description:
Litigation papers allege that the patient has suffered from escalating pain and soreness in both hips. She is no longer able to perform activities such as climbing, kneeling or bending over without severe hip pain and cramps or muscle spasms in her legs. Patient has been injured by excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery for right hip. Patient's right hip was revised to address pain. There is no new additional information that would affect the investigation. Update: (B)(4) 2014 - medical records received. Patient was revised to address gray-green material, a hypertrophic synovium and necrotic tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. This is a duplicate report of 1818910-2014-11075. This report, 1818910-2013-00317, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-11075.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the patient has suffered from escalating pain and soreness in both hips. She is no longer able to perform activities such as climbing, kneeling or bending over without severe hip pain and cramps or muscle spasms in her legs. Patient has been injured by excessive levels of chromium and cobalt in her blood. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.